Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board was reseated and the nodes were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message. This error message may result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of patient injury associated with this event.